Event description:
A 2.25 mm diameter x 18 mm length endeavor mx2 drug-eluting stent delivery system was inserted into a patient for the treatment of an unk lesion. The vessel morphology was not reported. It is unk if the lesion was pre-dilated. It was reported that it was very difficult to push the catheter through the guide and that there was a lot of resistance felt. During the attempt to cross the lesion the sds had kinked and was re-straightened; ultimately, the shaft of the device broke. The device was successfully removed. An endeavor drug-eluting stent was successfully deployed at the lesion site. No additional clinical sequelae were reported and the patient is fine.